Event description:
It was reported that the spinal cord stimulation (scs) leads and clik anchor were exposed and the implant site was red. The patient underwent an explant procedure of the scs system and is expected to fully recover. The patient did not want any more implants for pain and therefore the implantable pulse generator ipg was also explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7076685. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 24326142. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 374567.